Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
During follow up, it was reported that the customer was experiencing moderate levels of ketones. The customer also stated that they often feel resistance when loading a cartridge. The customer is able to successfully load the cartridges onto the pump. The customer's blood glucose (bg) levels were not impacted due to this issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 401 mg/dl. The customer changed the infusion site and administered injections to address the elevated bg level. After the site change, another occlusion alarm occurred. During a pump system check, a new cartridge was loaded and there was no insulin observed exiting the infusion set tubing and insulin was observed to be leaking from the luer lock. The customer changed the infusion set multiple times and there was no insulin observed to exit the infusion set with each infusion set change. The customer had manual injections for diabetes management.